Event description:
It was reported that the patient went to the hospital due to receiving several shocks. During the lead revision, the right ventricular (rv) lead displayed high impedance. While extracting the lead, it was "jammed" and the lead remained implanted. Later, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient went to the hospital due to receiving several shocks. During the lead revision, the right ventricular (rv) lead displayed high impedance. While extracting the lead, it was "jammed" and the lead remained implanted. Later, the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): performance information was retrieved from the device, and has been analyzed. Impedance/high impedance: 1 - patient alert for oot subthreshold lead impedance on (B)(6) 2012 09:00:10. Daily pace impedance trend data shows an increase for ventricular pace bi impedance= 950 to 4047 ohms peak between (B)(6) 2012. Sensing/oversensing: ventricular short interval count v-sic=4171 counts, in 3.48 days, between (B)(6) 2012. Alerts: 2 - patient alerts for lead failure predictor on (B)(6) 2012 sensing/noise: 15 - ventricular nst<(><<)>=210ms on (B)(6) 2012 in the timeframe between 17:28:51 and 17:34:32. 26 - vf<(><<)>=210 ms average v-cycle on (B)(6) 2012 in the timeframe between 03:37:33 and 17:10:14.